Event description:
Patient representative reported right side "implants and her chest started to deform. Mentions the recall." Additionally, physician reported "capsular contracture with progressive worsening to grade iii, causing breast deformity and asymmetry confirmed by breast MRI and associated with radial folds" confirmed via MRI. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.